Manufacturer narrative:
The device was received with button error alarm and intermittent express bolus button response due to corroded keypad traces. The device was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and the reservoir tube window cracked.

Event description:
The customer reported via phone call of issues with their insulin pump's keypad. The customer's blood glucose level was 105mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis. The device is being returned and replaced.